Event description:
The patient¿s attorney alleged a deficiency against the device. During vats procedure for thymoma resection, the device split from the handle half way down the outside sleeve with a sharp edge at the fracture site noted during removal. It was noted that there was a blood loss of 2 liters. The procedure which was originally laparoscopic was turned into an open thoracotomy procedure to control the bleeding, repair of cardiac injury and resection of mediastinal mass. X-ray confirmed that there were no foreign body left in the patient's body. The patient had a heart attack (myocardial infarction). The patient experienced electrolyte imbalance, abnormal ECG with wide qrs rhythm, l bundle branch blockage, left ventricular hypertrophy, reduced systolic function, severely dilated right atrium, ascending aorta dilation, fatigue, hypotension, hypovolemia, shock, ligation of lad branch, respiratory acidosis, prerenal hyperkalemia, acute kidney injury, normocytic anemia, leukocytosis, abdominal distention, nausea, anxiety, emesis, serosanguinous output from chest tube, uti, severe hypokinesis, multiple air filled distended small bowel loops, emphysema, mass, coma for several days, pulmonary edema, post-operative pneumonia, continuous pain, suffering for the remainder of his life, and death. Post-operative treatments included transfer to pacu, intubated with ICU admission, arterial and central line placements, sedation with fentanyl + propofol, IV fluids for hypovolemia, mechanical ventilation, electrolyte correction and repletion, norepinephrine infusion for ongoing h ypotension, chest x-ray confirmed et tube placement, right neck catheter, 2 left-sided chest tube, ng tube placement, physical therapy, abnormal EKG. Patient was discharged from the hospital and had 2 heart attacks within 22 hours and the second one killed the patient.

Manufacturer narrative:
(Model #), h6 (patient codes, imf codes, e2402: ventricular hypertrophy, reduced systolic function, dilated right atrium, ascending aorta dilation, l bundle branch blockage, abnormal ECG with wide qrs rhythm) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. During vats procedure for thymoma resection, the device split from the handle half way down the outside sleeve with a sharp edge at the fracture site noted during removal. It was noted that there was a blood loss of 2 liters. The procedure which was originally laparoscopic was turned into an open thoracotomy procedure to control the bleeding, repair of cardiac injury and resection of mediastinal mass. X-ray confirmed that there were no foreign body left in the patient's body. The patient had a heart attack (myocardial infarction). The patient experienced electrolyte imbalance, abnormal ECG with wide qrs rhythm, l bundle branch blockage, left ventricular hypertrophy, reduced systolic function, severely dilated right atrium, ascending aorta dilation, fatigue, hypotension, hypovolemia, shock, ligation of lad branch, respiratory acidosis, prerenal hyperkalemia, acute kidney injury, normocytic anemia, leukocytosis, abdominal distention, nausea, anxiety, emesis, serosanguinous output from chest tube, uti, severe hypokinesis, multiple air filled distended small bowel loops, emphysema, mass, coma for several days, pulmonary edema, post-operative pneumonia, continuous pain, suffering for the remainder of his life, acute respiratory failure, inadequate nutrition, and death. Post-operative treatments included transfer to pacu, intubated with ICU admission, arterial and central line placements, sedation with fentanyl + propofol, IV fluids for hypovolemia, mechanical ventilation, electrolyte correction and repletion, norepinephrine infusion for ongoing hypotension, chest x-ray confirmed et tube placement, right neck catheter, 2 left-sided chest tube, ng tube placement, physical therapy, abnormal EKG. Patient was discharged from the hospital and had 2 heart attacks within 22 hours and the second one killed the patient.

Manufacturer narrative:
Additional info: h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 ime e2402: inadequate nutrition medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a5a, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b5, b7, & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. During vats procedure for thymoma resection, the device split from the handle half way down the outside sleeve with a sharp edge at the fracture site noted during removal. It was noted that there was a blood loss of 2 liters. The procedure which was originally laparoscopic was turned into an open thoracotomy procedure to control the bleeding, repair of cardiac injury and resection of mediastinal mass. X-ray confirmed that there were no foreign body left in the patient's body. The patient had a heart attack (myocardial infarction). The patient experienced electrolyte imbalance, abnormal ECG with wide qrs rhythm, l bundle branch blockage, left ventricular hypertrophy, reduced systolic function, severely dilated right atrium, ascending aorta dilation, fatigue, hypotension, hypovolemia, shock, ligation of lad branch, respiratory acidosis, prerenal hyperkalemia, acute kidney injury, normocytic anemia, leukocytosis, abdominal distention, nausea, anxiety, emesis, serosanguinous output from chest tube, uti, severe hypokinesis, multiple air filled distended small bowel loops, emphysema, mass, coma for several days, pulmonary edema, post-operative pneumonia, continuous pain, suffering for the remainder of his life, acute respiratory failure, inadequate nutrition, and death. Post-operative treatments included transfer to pacu, intubated with ICU admission, arterial and central line placements, sedation with fentanyl + propofol, IV fluids for hypovolemia, mechanical ventilation, electrolyte correction and repletion, norepinephrine infusion for ongoing hypotension, chest x-ray confirmed et tube placement, right neck catheter, 2 left-sided chest tube, ng tube placement, physical therapy, abnormal EKG, & CPR. Patient was discharged from the hospital and had 2 heart attacks within 22 hours and the second one killed the patient.

Event description:
The patient¿s attorney alleged a deficiency against the device. During vats procedure for thymoma resection, the device split from the handle half way down the outside sleeve with a sharp edge at the fracture site noted during removal. It was noted that there was a blood loss of 2 liters. The procedure which was originally laparoscopic was turned into an open thoracotomy procedure to control the bleeding, repair of cardiac injury and resection of mediastinal mass. X-ray confirmed that there were no foreign body left in the patient's body. The patient had a heart attack (myocardial infarction). The patient experienced hypotension, hypovolemia, shock, ligation of lad branch, respiratory acidosis, prerenal hyperkalemia, acute kidney injury, normocytic anemia, leukocytosis, abdominal distention, nausea, anxiety, emesis, serosanguinous output from chest tube, uti, severe hypokinesis, multiple air filled distended small bowel loops, emphysema, mass, coma for several days, pulmonary edema, post-operative pneumonia, continuous pain and suffering for the remainder of his life. Post-operative treatments included transfer to pacu, intubated with ICU admission, arterial and central line placements, sedation with fentanyl + propofol, IV fluids for hypovolemia, mechanical ventilation, electrolyte correction and repletion, norepinephrine infusion for ongoing hypotension, chest x-ray confirmed et tube placement, right neck catheter, 2 left-sided chest tube, ng tube placement, physical therapy, abnormal EKG. Patient was discharged from the hospital and had 2 heart attacks within 22 hours and the second one killed the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.